Event description:
Two weeks after injection in the nasolabial area, the pt developed pain, itchiness, face swelling, infection site lumpiness, redness and a "stuffy nose feeling". The pt was prescribed bactrim ds and medrol dose pack. The pt visited an allergist and was prescribed prednisone and zyrtec.

Manufacturer narrative:
The batch record, including sterility testing records, was reviewed and did not reveal any issues with the alleged product lot.